Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two trial leads (with the same lot number) on (B)(6) 2011. It was reported during the trial, the pt caught the leads on her dresser and the stimulation changed after the incident. Two of the programs provided stimulation that was too strong, and the pt used her third program at a low level to end the trial. No further complications were reported.